Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio opc, packaged device was used during a procedure performed on (B)(6) 2021. Reportedly, either the suture dart or the capio carrier was stuck in the cage during the procedure. There were no patient complications as a result of the event. Boston scientific has been unable to obtain additional information regarding the event to date despite good faith efforts.